Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. A shell failure was identified with light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy and striations were observed. The suspected cause of the shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.